Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation several episodes of at/af, low p-waves and high thresholds were observed. Ra lead dislodgement was suspected. The lead was repositioned successfully. The patient will be seen at routine follow-up.